Manufacturer narrative:
The device continues to be held with the user facility, although the automatic impella controller data logs were returned for analysis. The analysis of the data logs did confirm multiple pump stop alarms for reverse flow during troubleshooting, but they give no indication as to what caused the pump stop. Review of effectiveness of applicable systems was not completed as the root cause could not be determined. In conclusion, the pump stop was confirmed. The root cause of the pump stop ws not determined as the impella cp was not returned for evaluation. No corrective action was recommended at this time because as previously stated the root cause was unable to be determined. Failures of this type will continue to be monitored and trended. Internal reference (B)(4).

Manufacturer narrative:
A definitive root cause of this event could not be determined as the impella cp is currently being held at the user facility; consequently, no device analysis could be performed. The console logs were also not returned for analysis. The manufacturer will continue to investigate all reasonable obtainable sources of information and will provide results and conclusions in a supplemental medwatch report if additional information is received. Internal reference:(B)(4).

Event description:
On (B)(6) 2017 a (B)(6) old female patient was admitted to the hospital with severe left main and multi-vessel disease. On (B)(6), 2017 the physician was planning on taking the patient to surgery, but the patient decompensated. She was then intubated and taken to the cath lab for impella cp placement. The pump and swan were placed through the same access site in the patient's groin. The physician planned to let the heart rest while hemodynamically supporting the patient with the impella cp, and to re-evaluate the patient over the next couple of days. Following impella placement quite a bit of oozing was seen from the access site. Manual pressure was held for 30 minutes, and then a pressure dressing was applied. The patient was also more heavily sedated as the oozing from the access site increased when she was agitated. The patient was successfully supported for 11.32 hours, but then in the late evening of (B)(6) 2017 the pump stopped. Trouble shooting was unable to identify the problem and the pump could not be restarted. Another pump was obtained and during the insertion of a replacement impella lp2.5 the patient's blood pressure dropped and she became maxed out on drips, and coded. The patient was defibrillated 3 times and was given CPR. Following the placement of the impella lp2.5 the patient was administered 2 units of replacement blood products. The patient was then stable and was removed to the ICU. The patient was successfully supported with the impella lp2.5 for 2.27 hours. It was reported that the patient coded several time during the night and eventually expired. The physicians reported that they felt that the patient would not have survived the bypass surgery, had she recovered this episode. There was no indication from the physician that the impella cp stopping caused or contributed to the patient outcome.